Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient had a solution leak and as a result performed a partial swap of supplies. The patient changed the solution bag but used the same set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. There was a leakage of solution and the patient changed the solution bag but used the same cassette set. There was patient involvement. Should additional relevant information become available, a supplemental report will be submitted.